Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms tip breakage. Optical examination reveals a quasi-brittle fracture with river lines that suggest the possible direction of propagation. No pre-existing surface defect identified that could act as a stress riser. The location and amount of force required to induce fracture of the tip is consistent with bend stress overload. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that one of the tabs on the rod holder broke off during the loading of the rod. This was not noticed until the rod was inserted. The rod came off of the inserter and was retrieved. The rod was loaded onto a new inserter and implanted with no problems. No patient complications were reported.